Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance and was hospitalized for a week due to low blood glucose on (B)(6) 2017, with blood glucose so low at the time of the incident, that it could not register on the paramedics equipment. Customer indicated that they were unsure of their blood glucose level at the time of incident.  The customer experienced symptoms such as loss of consciousness. The customer was treated with intravenous fluids and dextrose for the week they were in the hospital. Troubleshooting found that the pump settings were not correct and that the customer's doctor changed the settings recently. The insulin pump will not be returned for analysis.